Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of artefacts mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. The diagnostic images received for analysis were inspected. The lead body was bent on one point in a small radius. It is assumed that the bend in short radius in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 52 months after the implantation artifacts were noted during a follow-up. Having the patient perform arm movements confirmed the observation. The lead was explanted and returned for analysis. No adverse patient side effects were reported.